Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system on site and confirmed the reported problem. Fse suspected cause of the issue due to defective power supply of the pc. To resolve the issue fse replaced host pc and hard disk drive and return the part for further analysis and the failed component is hdd bay. After replacement of host pc and hard disk drive, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.